Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: samples received: 23 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received 23 closed samples and 1 open and used sample with the thread broken 1.5 cm from the needle attachment. Checked this open and used sample and we have seen that the thread is damaged by some kind of surgical instrument. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Tested the needle attachment of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: although the results of the closed samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. At three needles, the threads detached during usage. The threads detached only a few milimeters beyond the fastening area.

Manufacturer narrative:
Samples received: 23 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,916 units of this code batch. There are no units in our stock. We have received 23 closed samples and 1 open and used sample with the thread broken 1.5 cm from the needle attachment. We have checked this open and used sample and we have seen that the thread is damaged by some kind of surgical instrument. We have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.68 kgf in average and 0.59 kgf in minimum (ep requirements: 0.31 kgf in average and 0.10 kgf in minimum). Additionally, we have tested the needle attachment of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.59 kgf in average and 0.26 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.